Event description:
New information received notes the patient's right atrial (ra) lead exhibited noise was over-sensing causing inappropriate automated mode switch (ams) episodes prior to the scheduled implant procedure. The patient was stable and recovering post-procedure.

Event description:
It was reported that the patient presented to the hospital for a generator exchange. The patient's right atrial (ra) lead exhibited noise during the procedure. The ra lead was capped and replaced (B)(6) 2025. The patient was recovering post-procedure.

Manufacturer narrative:
Further information was requested but not received.